Event description:
It was reported that pump touchscreen had become less responsive. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.